Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message head. The issue was observed during priming. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The hl20 belt kit was replaced (last belt replacement according to manufacturers service protocol was on 2025-02-18). The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case has been already investigated by our life cycle engineering. The most probable root causes for the defective belts are: the following causes can be considered as the cause of the twisting: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. According to the instructions for use hl 20 in chapter 5.8 checklists the user has to check the hl 20 prior to its use for full functionality. Belts which are found twisted, have wear, cracking or service life over 12 months have to be replaced. The review of the non-conformities has been performed on 2025-10-08 for the period of 2019-12-16 to 2025-10-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-12-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: head could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in germany. The issue was observed during priming. It was reported that a hl 20 pump displayed the error message head. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).